Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was feeling numbness in both legs and weakness in the left leg after having surgery for lead revision. The doctor ordered x-rays and was keeping the patient under observation. No other information is available at this time.